Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with a highest glucose of 340 mg/dl and glucose out of range for about 12 hours, and had been announcing meals to attempt correction before being advised to stop and perform a factory reset; the user later disconnected from ilet and administered subcutaneous novolog via pen, after which glucose decreased to 210 mg/dl. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no need for outside assistance and no medical intervention. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically use of meal announcements as a correction method contrary to instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.